Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about five days after the implant procedure, the patient presented to the emergency department after experiencing inappropriate therapy due to the right ventricular (rv) lead oversensing and undersensing. A lead integrity alert had triggered for high rate nonsustained episodes and the incrementing of the sensing integrity counter (sic). The lead was found to be dislodged and had noise. A magnet was placed over the device to deactivate therapy delivery, and then the rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was oversensing and undersensing, and it was found to be dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.